Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The di is unknown because the part number and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the access site was the radial artery. During the stenting procedure, the xience alpine stent delivery system (sds) was unable to cross the lesion. The sds was successfully removed from the anatomy, but there was some resistance with the guide catheter during removal. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.